Manufacturer narrative:
The device was received for evaluation. Visual inspection revealed that the bag was filled with fluid. Closer visual inspection revealed that fluid was seeping out between the bag port and the blue bag connector. The reported condition was verified. The cause of the condition was determined to a manufacturing issue. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3l eva bag for tpn was leaking during storage. There was no patient involvement. No additional information is available.